Event description:
It was reported that a small portion of the tip of a versacut morcellator fell into the pt's bladder. It was further reported that the pt did not sustain injury. It was further reported that the tip piece was removed from the bladder, with no expectation of permanent impairment.

Manufacturer narrative:
An eval of the event details by a lumenis technical subject matter expert concluded the probable root cause to be failure to properly maintain the subject device and/or use of the subject device beyond its lifespan in contraindication to directions for the (dfu). Reasonable attempts were made to obtain the subject device for examination, however, it has not been received; therefore, no examination of the subject device occurred. Should further info be received, a follow-up MDR will be filed.